Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead was an attempted lead. During implant procedure, loss of capture (loc) was observed. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.